Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/26/2009, 07/07/2009, 07/13/2009, and 07/20/2009 by phone, fax and mail. A complete questionaire has not been received. This report was mailed to FDA on: 07/23/2009.

Event description:
A surgeon reported a patient with an unexpected post-operative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.